Event description:
A customer reported that an ophthalmic operating system exhibited no and poor phacoemulsification power. The procedure details and patient impact were not reported. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).